Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination identified that the fiber body was broken as the length of the fiber is approximately 300cm and the length received was 194cm. When connected to the laser console, the following message was displayed: treatments used 0, treatments left 1. A review of the device history record confirmed that the fiber met all material, assembly and performance specifications prior to release. Based on the analysis results, it is likely that there was a fiber body break based on the length that was returned. The alleged distal tip frayed/melted event was not confirmed as the tip was not received for analysis according to the device instructions for use (IFU), carefully inspect the fiber for kinks, punctures, fractures, a broken tip (flat or ball), jacket/fiber or other particulates/pieces, or other visual damage. If the fiber appears damaged, do not use the device. If it is an unused device, return it to boston scientific for replacement.

Event description:
It was reported that during a kidney procedure two different fibers failed as the distal tip frayed/melted. The procedure was completed with an alternative method with no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination identified that the fiber body was broken as the length of the fiber is approximately 300cm and the length received was 194cm. When connected to the laser console, the following message was displayed: treatments used 0, treatments left 1. A review of the device history record confirmed that the fiber met all material, assembly and performance specifications prior to release. Based on the analysis results, it is likely that there was a fiber body break based on the length that was returned. The alleged distal tip frayed/melted event was not confirmed as the tip was not received for analysis according to the device instructions for use (IFU), carefully inspect the fiber for kinks, punctures, fractures, a broken tip (flat or ball), jacket/fiber or other particulates/pieces, or other visual damage. If the fiber appears damaged, do not use the device. If it is an unused device, return it to boston scientific for replacement.

Event description:
It was reported that during a kidney procedure two different fibers failed as the distal tip frayed/melted. The procedure was completed with an alternative method with no patient complications. The fiber was returned, and analysis identified a fiber break.